Event description:
The customer reported increased intraocular pressure after laser assisted cataract procedure. Additional information has been requested.

Manufacturer narrative:
Additional information has been requested, however no further details have been provided regarding the reported event. There was no sample returned for evaluation. The device history records were reviewed for the laser for this issue, a root cause could not be determined. Customer training has been requested. (B)(4).